Event description:
(B)(4) received notification of an incident regarding a half rail that (B)(4) imports and distributes. The patient was attempting to lean on the half rail to get out of bed, when allegedly the welding of the half rail broke leading her to fall and bruise her arms. The provider is holding onto the half rail therefore, drive is not able to evaluate and confirm the defect. This information has been provided by providence health & services.